Event description:
Information received with return of the explanted device notes a "bad signal in iegm". The signal was okay with the implant of a new pulse generator. The patient's condition was good.